Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, serial# (B)(4), product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (4 mg/ml at .3346 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that a few days ago the healthcare provider (hcp) ordered a magnetic resonance imaging (MRI) to check for a possible granuloma at the catheter site. No symptoms were reported. The caller was directed to follow up with the hcp. No further complications have been reported as a result of this event.